Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the lot number which determines the date of manufacture.

Event description:
Customer reported switching from shiley #8.5; to shiley #9. On (B)(6), cuff pressured 70. On (B)(6), trach leaked again and was changed. To a size #9 bivona. The device will not be returned for evaluation. The patient passed away (B)(6). Due to an unrelated issue.

Manufacturer narrative:
(B)(4).